Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/18/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: please provide the date of the procedure : (B)(6) 2021. Were there any patient consequences?: no. How was the procedure completed?: yes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/21/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: six packets of product code 8706h were returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned sample, the six packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage and no defects were observed during the evaluation. A functional test was performed using and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on an unknown date and suture was used. During the procedure, the suture broke when tying the surgical knot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary - photo analysis: an image was received for evaluation and based on visual inspection of the image, two empty labeled coil formers were observed with the body fluids, product code 8706h. The reported condition could not be seen in the image. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the date of the procedure? Were there any patient consequences? Please confirm how many sutures experienced the reported issue during this single procedure. Please describe how the procedure was completed. Related to: 2210968-2021-12506.